Manufacturer narrative:
The devices were manufactured at one of the following facilities: baxter healthcare - cleveland 911 highway 61 north po box 1058 cleveland ms 38732 united states baxter healthcare - cuernavaca ave. De los 50 metros no. 2 cuernavaca 62578 mexico the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps ¿become unscrewed.¿ this occurred during use of the devices for peritoneal dialysis (pd) therapy. The transfer set remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.